Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient experienced a blood glucose (bg) of 31 mg/dl and unresponsive associated with an alleged time/date issue. Reportedly, the patient remained on the pump and was treated at the hospital via intravenous (IV) glucose and IV fluids by their health care provider. During troubleshooting with customer technical support (cts) it was noted that the basal rates and the bolus settings were adjusted by the health care provider in light of the bg excursion. It was also noted that the date was correct but the time was incorrect. The reporter stated that the patient manages the pump and on thursday evening around 10 pm, the patient was found unresponsive and transported to the emergency room. The reporter stated that the pump was 12 hours off and had originally called for assistance to correct the time; neither the parent nor the patient could recall when, or in what context the time was changed in the pump. At the time of troubleshooting for the time/date reset, the pump held the time/date appropriately as expected after it was corrected. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of user error.